Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI# the device was returned to the factory for evaluation on 10/02/2024. An investigation was conducted on 10/22/2024. A visual inspection was conducted. Sings of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact clear hot jaw silicone insulation. The clear cold jaw silicone insulation was observed to be peeled and detached from the cold jaw, exposing the entire length of the cold metal jaw. The detached silicone insulation was returned for evaluation. There were no other visual defects observed. Based on the returned condition of the device as well as the evaluation results. The reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000416795 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 worked for a little while; then when wiped to clean tissue off the jaws, silicone part of the cautery fell off. The device was not inside the patient tunnel or contacting the patient when this happened. A new device was opened to complete the procedure. There was a delay of a few minutes to open the new device. There was no patient harm.